Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd879171 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. On an unreported date in 2011, dianeal and extraneal therapy was withdrawn and the patient's pd catheter was removed. The patient had not recovered from the event. According to the nurse, the event of fungal peritonitis was not related to dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies.